Event description:
It was reported that the up and down arrow buttons required multiple presses for the pump to respond and the ok button was "very hard" to get to respond. The pt denied water exposure to the pump.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was intermittently responding to the up arrow, down arrow, and ok buttons. The keypad was removed and adhesive and contamination were observed under button contacts. Investigation also found an unreported failure. The pump's battery compartment was cracked.